Event description:
It was reported that the patient went to the hospital and was diagnosed with blood glucose (bg) values that dropped to 34 mg/dl. The patient became unresponsive. For treatment, the mother performed CPR and gave baqsimi. The patient was given food and fluids. The pod was worn between 24 and 36 hours on the abdomen. The patient was discharged after 2 hours. The pod was discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.